Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
While reporting issues with multiple devices, the reporter stated accu-chek inform ii meter serial number (B)(4) was dropped, but there were no signs of physical damage. There was no physical damage to the screen or the meter. The meter does still power on, but there are black lines going across the screen of the meter. The black lines covered a portion of the results field of the display and this could potentially cause a misinterpretation of results.